Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported information on behalf of a patient. It was stated that the patient had their implantable neurostimulator (ins) revised from the right side, to the left side. The revision surgery occurred because the ins had originally been implanted on a nerve, which was causing the patient to have pain. The patient¿s revision was on (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.